Manufacturer narrative:
(B)(4). The used device was received for evaluation. Visual and stereomicroscopic examination revealed the presence of a small number of colorless to brown, flake-like particles, approximately 0.2 ¿ 3.5mm in size, localized on the exterior surface at the approximate midpoint of the transfer set. The smaller particles appeared to be fragments of the largest particle. The morphology of the particles was consistent with fungus. A portion of the largest particle was analyzed by light microscopy. The light microscopic analysis revealed the material was composed of a mass of fungal hyphae. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was particulate matter inside the transfer set during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.